Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of procedural conditions. The reported poor image resolution appears to have been related to the reported off-label use. It should be noted that the mitraclip system instructions for use states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). Since the mitraclip device was implanted on a tricuspid valve, this is considered as an off-label use of the device. It appears that the off-label use contributed to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this is a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was difficult due to the anatomy. The clip delivery system (cds) was advanced to the tricuspid valve for off-label use, and the clip was deployed. However, the clip became detached from the posterior leaflet, and remained attached to the septal leaflet (single leaflet device attachment/slda). The physician stated the cause of the slda was due to image challenges. A second clip was deployed to stabilize the slda clip. Two clips were implanted, reducing tr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.